Manufacturer narrative:
E1: patient city: (B)(6). Patient country: sweden.

Event description:
Unomedical reference number (B)(4). Event occurred in sweden. On (B)(6) 2024, patient was hospitalized due to high blood glucose. Patient blood glucose at the time of issue was 30.5 mmol/l which was treated by intravenous insulin drip. Patient tested positive for ketones. No further information available.